Event description:
New information received on (B)(6) 2018 states that physician was removing the outer sheath with the slitter and upon rotation causing the blade to slip out of the physician¿s hand and the outer sheath and insulation was nicked. The lead pulled back and there was a scrub test flushing the lead upon which a hole was observed where water was coming out of in the proximal portion of the lead. A new lead was implanted successfully. Patient was stable condition prior and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead was not able to be implanted due to an unspecified product related issue. Lead was cut by a slitter. A new lead was implanted. No further information available.